Event description:
It was reported that the compressor was contaminated with water. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The investigation of the reported issue has been finalized. The reported issue with compressor has been confirmed during evaluation of received problem description and service report. Our field service engineer (fse) was on-site for further investigation and found out that the drainage valve was defective and required replacement. Afterwards, the compressor started to work properly. No parts were returned for further investigation, hence, root cause of the reported issue could not be determined. Based on the information above this customer product complaint will be closed.

Event description:
Manufacturer's ref. #: (B)(4).